Event description:
It was reported that balloon rupture occurred. A 3.0mm x 100mm x 90cm sterling sl balloon catheter was advanced for dilatation. However, during the initial inflation, the balloon ruptured. A 3.0mm x 80mm x 150cm sterling sl balloon catheter was advanced but also ruptured on initial inflation. The procedure was canceled. No patient complications were reported.